Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the device was received and evaluated by the manufacturer. The reported complaint that the screen buttons do not work, was confirmed. However the complaint that the screen sometimes produces a jumpy image flashing in and out was unable to be confirmed. The confirmed complaint was found to be due to a damaged video board upon evaluation. Also the jumpy image is most likely to be caused due to the same damaged video board. The video board was replaced, the device was newly calibrated, tested and found to be working according to specifications. The damage to the video board is most likely due to external factors like user mishandling of the device or a possible fall. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Correction: d10: the date device returned to manufacturer was reported as 10/2/2020 on the initial report. It has been updated as 10/26/2020 to reflect the correct information.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4).

Event description:
It was reported by sales rep via email that during a knee arthroscopy a radiance 32¿ 4k/uhd medical display failed. Screen buttons do not always work and the screen sometimes produces a jumpy image flashing in and out. There was a delay of less than 5 minutes and no patient consequences. The case was completed by shutting down the video tower and restarting it.